Event description:
This is to inform FDA of an incident that occurred on march 3, 1998. A resident was being bathed in a sanitas whirlpool tub. She was in the presence of two staff members at the time. The resident lunged forward and the locking mechanism on the safety belt let go and the resident fell out of the chair. Fortunately she sustained only minor injuries. Facility is forwarding this info to FDA so that other users can be made aware of this potential problem and perhaps avoid a similar incident.